Manufacturer narrative:
(B)(4). The device has been received for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed..

Event description:
It was reported that a spectrum infusion pump was running but not infusing. There were no associated alarms and the pump ran for several hours but the bag was still full. It was also reported that there was no patient injury.